Event description:
It was reported that during a coronary stenting treatment procedure, stent embolization with a 3.00x8mm liberte bare metal stent occurred. Additional info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.